Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the rear response button was contaminated. The cause of the inability to activate the monitor is the contaminated response button. Additionally, the front response button had a damaged trace. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. The root cause of the damaged trace could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.